Event description:
Information was received from a healthcare professional (hcp) regarding a patient implanted with a neurostimulator for spinal pain. It was reported that the patient¿s device was turning off and on at random times which was affecting the function of his legs because he couldn¿t walk when the issue was occurring. The device would go to maximum strength which caused the patient¿s legs to feel like ¿jell-o.¿ a manufacturer representative (rep) had spoken with the patient and was supposed to meet with the patient at the clinic on (B)(6) 2016, but the rep was not present. Another rep was paged. Additional information received from a rep noted that a rep met with the patient and his hcp on (B)(6) 2016. Additional information was received from a rep. It was reported that the device had been turning on/off on occasion in the last two weeks prior to (B)(6) 2016. The rep did not believe this to be a device issue. The patient had a recent revision and the occurrences seemed to coincide with movement consistent with positional/spinal cord movement. When the rep met with the patient on (B)(6) 2016, the rep noticed that the patient¿s adaptivestim was staying in the transition instead of going into a definitive position. The rep modified the patient¿s transition zones to be immediate and the rep was to check in on the patient at his next appointment to follow-up and see if this helped.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.